Manufacturer narrative:
Manufacturer's investigation conclusion: device investigation results are inconclusive since the device was not returned for analysis. A review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event of 09may2023, indicating that the issue was resolved by replacement of the power supply. No device history review could be performed as the device is not serialized or batch-controlled.

Event description:
The patient reported exposed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.